Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.